Event description:
It was reported that the high-pressure sensor did not work. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The downstream occlusion (dso) sensor was not working and was damaged. The manufacturer representative inserted two batteries to power up the device, and the pump failed the dso test, and the dso sensor was found out of tolerance. The cause of the customer reported problem was the dso sensor was damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, and updated software.